Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left tube perforation") in an adult female patient who had essure (ess205) (batch no. 62391, 62391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included drospirenone + ethinylestradiol (yaz) and methyldopa (aldomet). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("fatigue"), pelvic adhesions ("pelvic adhesive disease"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, fatigue, pelvic adhesions, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic adhesions and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-feb-2018: the case was upgrade in the incident category. The reporter information was updated. This case concerns adult patient. Her concurrent condition was added. Essure lot number was added. Essure insertion and removal date was updated. Essure indication was added. Essure lot number was added. Her concomitant medication was added. Severe physical injuries was updated to left tube perforation, abnormal bleeding (vaginal, menorrhagia), pelvic adhesive disease, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain and fatigue. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left tube perforation") and pelvic adhesions ("pelvic adhesive disease") in a 35-year-old female patient who had essure (ess205) (batch no. 623191) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue since (B)(6) 2016, concentration impaired since (B)(6) 2016, uterine enlargement since (B)(6) 2016, chronic cervicitis since (B)(6) 2016, nabothian cyst, endometrial polyp and hyperplasia. Concomitant products included drospirenone + ethinylestradiol (yaz) and methyldopa (aldomet). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 9 years after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdominal pain / cramping") and fatigue ("fatigue"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (lysis of adhesions). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, allergy to metals and pelvic adhesions outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower and fatigue had resolved and the alopecia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic adhesions and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirmed pelvic pain, pelvic adhesions, dysmenorrhoea, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left tube perforation") in a 35-year-old female patient who had essure (ess205) (batch no. 623191, 623191) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included drospirenone + ethinylestradiol (yaz) and methyldopa (aldomet). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6), the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 9 years after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic adhesions ("pelvic adhesive disease"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdominal pain / cramping") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, allergy to metals and pelvic adhesions outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower and fatigue had resolved and the alopecia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic adhesions and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-may-2018: events nickel allergy, hair loss and lower abdominal pain / cramping added. Pain, cramping, bleeding, fatigue and painful intercourse were gone immediately after essure removal and hair loss lessened -outcome of events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.